Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty loading multiple cartridges. Troubleshooting with tandem technical services, the customer reported had received intermittent cartridge alarm (cartridge alarm 19) with multiple cartridges during the load process. The customer reported no impact to their blood glucose level. The customer reported would continue to use the pump until replacement arrived.